Event description:
It was reported that it was difficult to establish telemetry with the programmer rf head (B)(4). No patient involvement or complications were reported as a result of this event. Programmer rf head (B)(4) was returned with the programmer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The programmer rf head failed testing, and the cable was found to be out of specification. The magnet was also broken. (B)(4): the programmer rf head failed testing, and the cable was found to be out of specification.

Event description:
It was reported that it was difficult to establish telemetry with the programmer rf head. No patient involvement or complications were reported as a result of this event.